Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was not mode switching or recording proper atrial rate information because the atrial events were falling into the blanking period. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up revealed that reprogramming is planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.